Event description:
It was reported that the patient¿s device was in overdischarge (od) and the patient was not receiving therapy. The patients tremor had returned. This was the patients first od. It was further reported that a company representative could not get any charge into the device. When palpated, the device felt as if it had either sunk or been implanted in an area behind significant breast tissue. The patient had a previous primary cell stimulator, so the pocket was potentially quite large for the current stimulator. The antenna locate feature was done with a low value of 47. An xray was done. The xray was suspected to be taken in ap (anteroposterior) view and if so, it appeared the stimulator had flipped. Additional information/confirmation of the xray view was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device had stopped recharging after one month of good coupling and recharging. The patient was admitted to the hospital and the device was replaced. It was noted that the company representative was unable to recharge the explanted device or apply the physician recharge mode.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional patient and device codes: (B)(4).

Event description:
Additional information received reported that based on the location of the radiopaque marker in the x-ray, it was suspected that the implantable neurostimulator (ins) was flipped. The reporter stated that the patient had had an intervention, during which the adaptor block was found to be sitting directly in front of the ins. It was noted that the adaptor block was "tucked behind" and the situation was resolved. The reporter then stated that the problem had come back again and it was believed that a second surgical intervention would be necessary.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the battery had a reduced capacity due to being overdischarged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.